Event description:
It was reported that post implant there appeared to be intermittent atrial non-capture. There was no intervention and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addr01 implantable pulse generator (ipg) implanted: (B)(6) 2013; 407658 implantable pacing lead implanted: (B)(6) 2013.